Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. A64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of deliveries: (B)(6)), thyroid disorder in (B)(6) 2017, depression in 2008, sleep apnea (treatment received : c-pap) in (B)(6) 2016, polycystic ovarian syndrome in 2008, mixed hyperlipidemia on (B)(6) 2011, morbid obesity in 2010, depression (chronic post - depression) in 2010, polycystic ovarian syndrome in 2010, infertility, anxiety, depression, polycystic ovaries, hypercholesterolemia, chronic lumbago, carpal tunnel syndrome, migraine headache, post-traumatic stress disorder, ankle operation (surgery on her right ankle, orthopedic surgery of her right ankle in 2010) in 2010, fetal macrosomia, perineal laceration (repair of repair of perineal lacerations on (B)(6) 2013), pain in hip and ex-smoker ((cigarettes total of 2 - 3 years), quit 2010). Previously administered products included for pregnancy prevention: depo provera on (B)(6) 2013 and micronor; for gerd: nexium; for hours of sleep: maxalt; for an unreported indication: amitriptyline, trazodone, zoloft, metformin and clomiphene. Past adverse reactions to the above products included sedation complication with maxalt. Concurrent conditions included obesity, unspecified, chest wall pain since (B)(6) 2017, restless legs since (B)(6) 2014, sleep disturbance since (B)(6) 2014, obstructive sleep apnea syndrome since (B)(6) 2014, ear pain, throat pain, photophobia, phonophobia, nausea, gerd, gingivitis (chronic generalized severe gingivitis.), lumbar pain (chronic aching lumbar pain up to mid back and sides, onset : several years, timing of pain : intermittent, severity: 5), blepharitis, traumatic brain injury, wrist pain (left wrist pain), obstructive sleep apnea syndrome, costochondritis, panic disorder, polycystic ovaries, hiatal hernia, esophagitis, restless leg syndrome and pelvic pain. Family history included asthma (maternal grandmother), colon cancer (paternal grandfather and maternal grandfather), diabetes (paternal grandfather, grandfather), heart disease, unspecified (paternal grandfather), hypertension (mother, father, brother, paternal grandmother, paternal grandfather, paternal aunt, maternal grandmother, maternal grandfather, maternal aunt and maternal uncle), rheumatoid arthritis (paternal grandfather and maternal grandmother), high cholesterol (mother, father, brother and sister in other relatives), migraine (maternal aunt), multiple sclerosis (mother: alive), unspecified disorder of knee joint (father) and migraine headache. Concomitant products included topiramate (topamax) and topiramate since 2013 for migraine headache as well as atenolol since 2015, atorvastatin since 2010, axotal (fioricet), bupropion (bupropion sr) since 2012, bupropion (wellbutrin), escitalopram from (B)(6) 2016 to (B)(6) 2017, fluoxetine from (B)(6) 2016 to (B)(6) 2017, metformin since 2008, methocarbamol (robaxin), methocarbamol from (B)(6) 2016 to (B)(6) 2017, naproxen, omeprazole (prilosec), omeprazole from (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2018, paroxetine hydrochloride (paxil), ropinirole since 2015, sodium fluoride from (B)(6) 2016 to (B)(6) 2017, sucralfate since (B)(6) 2017, sumatriptan (imitrex), sumatriptan since 2013 and valproate semisodium (divalproex) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced migraine ("migraines/ headaches"). The patient was treated with oral contraceptive nos and surgery (patient underwent total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, mood swings, migraine, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, migraine, mood swings, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff claimed that she had suffered from severe lower abdominal pain few days before period to first 2 days of period. She claimed that essure worsened a previously existing injury/condition - migraines not recovered prior to essure. At the end of the procedure, the right fallopian tube had 4 coils visible, and the left fallopian tube had 4 coils visible. On the afternoon of postoperative day 1, she was tolerating a diet, ambulating, and urinating without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2017: negative. On (B)(6) 2013, hysterosalpingogram revealed essure devices are not the within the pelvis. The uterine cavity is normal in size. Essure devices are located in the fallopian tubes with complete blockage of the contrast material. Impression: essure devices located within the fallopian tubes with complete blockage of the fallopian n tubes, normal appearing uterine cavity. On (B)(6) 2014, radiology reports revealed helical CT scan of the head was performed without intravenous contrast. Transaxial images were obtained. 2-d reconstructed images are reformatted impression: no significant non enhanced CT discernible abnormalities of the head are identified. On (B)(6) 2014, pap titration study report revealed obstructive sleep apnea syndrome treated with 12 cm of water. On (B)(6) 2015, routine gynecological examination revealed liquid based pap, cervical/ vaginal specimen source: combined cervix and vagina gross description : received one 20 ml liquid-based pap container . Prepared one slide. Microscopic exam : liquid based pap, cervical-vaginal : satisfactory for evaluation : endocervical cells/ transformation zone component present. Interpretation /result: negative for intraepithelial lesion or malignancy. On (B)(6) 2015, pathology report revealed received 120 ml liquid based container. Processed 1 slide. Microscopic & diagnosis: liquid- based pap, cervical vaginal- 1. Satisfactory for evaluation : endocervical cells/transformation zone component present. Interpretation/result : negative for intraepithelial lesion or malignancy. On (B)(6) 2017, pathology report revealed esophagogastroduodenoscopy, gastroesophageal reflux disease without esophagitis. On (B)(6) 2017, pathology report revealed pelvic and perineal pain secondary diagnoses: dysmenorrhea, unspecified, intramural leiomyoma of uterus, inflammatory disease of cervix uteri essential (primary) hypertension hyperlipidemia, unspecified gastroesophageal reflux disease without anxiety disorder, unspecified post-traumatic stress disorder, unspecified major depressive disorder, single episode personal history of traumatic brain injury. On (B)(6) 2017, pathology report, normal uterus, tubes, and ovaries. Normal vagina and cervix. Specimens removed: uterus, cervix, and tubes. On (B)(6) 2017, pathology report revealed pelvic pain, dysmenorrhea, prior essure. Microscopic diagnosis included uterus with attached, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix, negative for dysplasia, mild/ moderate chronic cervicitis, minimal acute inflammatory activity. Approximate weight at the time of essure placement (B)(6) lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: confirming pelvic pain, dysmenorrhoea and migraine headache." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. A64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of deliveries: (B)(6) 2004, (B)(6) 2011, (B)(6) 2013), thyroid disorder in (B)(6) 2017, depression in 2008, sleep apnea (treatment received : c-pap) in (B)(6) 2016, polycystic ovarian syndrome in 2008, mixed hyperlipidemia on (B)(6) 2011, morbid obesity in 2010, depression (chronic post - depression) in 2010, polycystic ovarian syndrome in 2010, infertility, anxiety, depression, polycystic ovaries, hypercholesterolemia, chronic lumbago, carpal tunnel syndrome, migraine headache in 2010, post-traumatic stress disorder, ankle operation (surgery on her right ankle, orthopedic surgery of her right ankle in 2010) in 2010, fetal macrosomia, perineal laceration (repair of repair of perineal lacerations on on (B)(6) 2013), pain in hip and ex-smoker ((cigarettes total of 2 - 3years) , quit 2010). Previously administered products included for pregnancy prevention: depo provera on (B)(6) 2013 and micronor; for gerd: nexium; for hours of sleep: maxalt; for an unreported indication: amitriptyline, trazodone, zoloft, metformin and clomiphene. Past adverse reactions to the above products included sedation complication with maxalt. Concurrent conditions included obesity, unspecified, chest wall pain since (B)(6) 2017, restless legs since (B)(6) 2014, sleep disturbance since (B)(6) 2014, obstructive sleep apnea syndrome since (B)(6) 2014, ear pain, throat pain, photophobia, phonophobia, nausea, gerd, gingivitis (chronic generalized severe gingivitis.), lumbar pain (chronic aching lumbar pain up to mid back and sides, onset : several years, timing of pain : intermittent, severity: 5), blepharitis, traumatic brain injury, wrist pain (left wrist pain), obstructive sleep apnea syndrome, costochondritis, panic disorder, polycystic ovaries, hiatal hernia, esophagitis, restless leg syndrome and pelvic pain. Family history included asthma (maternal grandmother), colon cancer (paternal grandfather and maternal grandfather), diabetes (paternal grandfather, grandfather), heart disease, unspecified (paternal grandfather), hypertension (mother, father, brother, paternal grandmother, paternal grandfather, paternal aunt, maternal grandmother, maternal grandfather, maternal aunt and maternal uncle), rheumatoid arthritis (paternal grandfather and maternal grandmother), high cholesterol (mother, father, brother and sister in other relatives), migraine (maternal aunt), multiple sclerosis (mother: alive), unspecified disorder of knee joint (father) and migraine headache. Concomitant products included topiramate (topamax) and topiramate since 2013 for migraine headache as well as atenolol since 2015, atorvastatin since 2010, axotal (fioricet), bupropion (bupropion sr) since 2012, bupropion (wellbutrin), escitalopram from (B)(6) 2016 to (B)(6) 2017, fluoxetine from (B)(6) 2016 to (B)(6) 2017, metformin since 2008, methocarbamol (robaxin), methocarbamol from (B)(6) 2016 to (B)(6) 2017, naproxen, omeprazole (prilosec), omeprazole from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2018, paroxetine hydrochloride (paxil), ropinirole since 2015, sodium fluoride from (B)(6) 2016 to (B)(6) 2017, sucralfate since (B)(6) 2017, sumatriptan (imitrex), sumatriptan since 2013 and valproate semisodium (divalproex) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced migraine ("migraines/ headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with oral contraceptive nos and surgery (patient underwent total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, mood swings, migraine, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, migraine, mood swings, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff claimed that she had suffered from severe lower abdominal pain few days before period to first 2 days of period. She claimed that essure worsened a previously existing injury/condition - migraines not recovered prior to essure. At the end of the procedure, the right fallopian tube had 4 coils visible, and the left fallopian tube had 4 coils visible. On the afternoon of postoperative day 1, she was tolerating a diet, ambulating, and urinating without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2017: negative. On (B)(6) 2013, hysterosalpingogram revealed essure devices are not the within the pelvis. The uterine cavity is normal in size. Essure devices are located in the fallopian tubes with complete blockage of the contrast material. Impression: essure devices located within the fallopian tubes with complete blockage of the fallopian n tubes, normal appearing uterine cavity. On (B)(6) 2014, radiology reports revealed helical CT scan of the head was performed without intravenous contrast. Transaxial images were obtained. 2-d reconstructed images are reformatted impression: no significant non enhanced CT discernible abnormalities of the head are identified. On (B)(6) 2014, pap titration study report revealed obstructive sleep apnea syndrome treated with 12 cm of water. On (B)(6) 2015, routine gynecological examination revealed liquid based pap , cervical/vaginal specimen source: combined cervix and vagina gross description : received one 20 ml liquid-based pap container . Prepared one slide. Microscopic exam : liquid based pap , cervical-vaginal : 1. Satisfactory for evaluation : endocervical cells/transformation zone component present 2. Interpretation /result: - negative for intraepithelial lesion or malignancy. On (B)(6) 2015, pathology report revealed received 120 ml liquid based container. Processed 1 slide . Microscopic & diagnosis: liquid- based pap , cervical vaginal- 1. Satisfactory for evaluation : endocervical cells/transformation zone component present . 2. Interpretation/result : negative for intraepithelial lesion or malignancy. On 02-mar-2017, pathology report revealed esophagogastroduodenoscopy, gastroesophageal reflux disease without esophagitis. On (B)(6) 2017, pathology report revealed pelvic and perineal pain secondary diagnoses: dysmenorrhea, unspecified, intramural leiomyoma of uterus, inflammatory disease of cervix uteri essential (primary) hypertension hyperlipidemia, unspecified gastroesophageal reflux disease without anxiety disorder, unspecified post-traumatic stress disorder, unspecified major depressive disorder, single episode personal history of traumatic brain injury. On (B)(6) 2017, pathology report, normal uterus, tubes, and ovaries. Normal vagina and cervix. Specimens removed: uterus, cervix, and tubes. On (B)(6) 2017, pathology report revealed pelvic pain, dysmenorrhea, prior essure. Microscopic diagnosis included uterus with attached, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix, negative for dysplasia, mild/moderate chronic cervicitis, minimal acute inflammatory activity. Approximate weight at the time of essure placement 200 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: confirming pelvic pain, dysmenorrhoea and migraine headache." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Event abdominal pain lower was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. A64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of deliveries: (B)(6) 2004, (B)(6) 2011, (B)(6) 2013), thyroid in (B)(6) 2017, depression in 2008, sleep apnea (treatment received : c-pap) in (B)(6) 2016, polycystic ovarian syndrome in 2008, mixed hyperlipidemia on (B)(6) 2011, morbid obesity in 2010, depression (chronic post - depression) in 2010, polycystic ovarian syndrome in 2010, infertility, anxiety, depression, polycystic ovaries, hypercholesterolemia, chronic lumbago, carpal tunnel syndrome, migraine headache, post-traumatic stress disorder, ankle operation (surgery on her right ankle, orthopedic surgery of her right ankle in 2010) in 2010, fetal macrosomia, perineal injury (repair of repair of perineal lacerations on (B)(6) 2013), pain in hip and ex-smoker ((cigarettes total of 2 - 3years) , quit 2010). Previously administered products included for pregnancy prevention: depo provera on (B)(6) 2013 and micronor; for gerd: nexium; for hours of sleep: maxalt; for an unreported indication: amitriptyline, trazodone, zoloft, metformin and clomiphene. Past adverse reactions to the above products included sedation complication with maxalt. Concurrent conditions included obesity, unspecified, chest wall pain since (B)(6) 2017, restless legs since (B)(6) 2014, sleep disturbance since (B)(6) 2014, obstructive sleep apnea syndrome since (B)(6) 2014, ear pain, throat pain, photophobia, phonophobia, nausea, gerd, gingivitis (chronic generalized severe gingivitis.), lumbar pain (chronic aching lumbar pain up to mid back and sides, onset : several years, timing of pain : intermittent, severity: 5), blepharitis, traumatic brain injury, wrist pain (left wrist pain), obstructive sleep apnea syndrome, costochondritis, panic disorder, polycystic ovaries, hiatal hernia, esophagitis, restless leg syndrome and pelvic pain. Family history included asthma (maternal grandmother), colon cancer (paternal grandfather and maternal grandfather), diabetes (paternal grandfather, grandfather), heart disease, unspecified (paternal grandfather), hypertension (mother, father, brother, paternal grandmother, paternal grandfather, paternal aunt, maternal grandmother, maternal grandfather, maternal aunt and maternal uncle), rheumatoid arthritis (paternal grandfather and maternal grandmother), high cholesterol (mother, father, brother and sister in other relatives), migraine (maternal aunt), multiple sclerosis (mother: alive), unspecified disorder of knee joint (father) and migraine headache. Concomitant products included topiramate (topamax) and topiramate since 2013 for migraine headache as well as atenolol since 2015, atorvastatin since 2010, axotal (fioricet), bupropion (wellbutrin), bupropion since 2012, escitalopram from (B)(6) 2016 to (B)(6) 2017, fluoxetine from (B)(6) 2016 to (B)(6) 2017, metformin since 2008, methocarbamol (robaxin), methocarbamol from (B)(6) 2016 to (B)(6) 2017, naproxen, omeprazole (prilosec), omeprazole from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2018, paroxetine hydrochloride (paxil), ropinirole since 2015, sodium fluoride from (B)(6) 2016 to (B)(6) 2017, sucralfate since (B)(6) 2017, sumatriptan (imitrex), sumatriptan since 2013 and valproate semisodium (divalproex) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced migraine ("migraines/headaches"). The patient was treated with oral contraceptive nos and surgery (patient underwent total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, mood swings, migraine, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, migraine, mood swings, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff claimed that she had suffered from severe lower abdominal pain few days before period to first 2 days of period. She claimed that essure worsened a previously existing injury/condition - migraines not recovered prior to essure. At the end of the procedure, the right fallopian tube had 4 coils visible, and the left fallopian tube had 4 coils visible. On the afternoon of postoperative day 1, she was tolerating a diet, ambulating, and urinating without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2017: negative. On (B)(6) 2013, hysterosalpingogram revealed essure devices are not the within the pelvis. The uterine cavity is normal in size. Essure devices are located in the fallopian tubes with complete blockage of the contrast material. Impression: essure devices located within the fallopian tubes with complete blockage of the fallopian n tubes, normal appearing uterine cavity. On (B)(6) 2014, radiology reports revealed helical CT scan of the head was performed without intravenous contrast. Transaxial images were obtained. 2-d reconstructed images are reformatted impression: no significant non enhanced CT discernible abnormalities of the head are identified. On (B)(6) 2014, pap titration study report revealed obstructive sleep apnea syndrome treated with 12 cm of water. On (B)(6) 2015, routine gynecological examination revealed liquid based pap , cervical/vaginal specimen source: combined cervix and vagina gross description : received one 20 ml liquid-based pap container . Prepared one slide. Microscopic exam : liquid based pap , cervical-vaginal : satisfactory for evaluation : endocervical cells/transformation zone component present . Interpretation /result: - negative for intraepithelial lesion or malignancy. On (B)(6) 2015, pathology report revealed received 120 ml liquid based container. Processed 1 slide . Microscopic & diagnosis: liquid- based pap , cervical vaginal- satisfactory for evaluation : endocervical cells/transformation zone component present . Interpretation/result : negative for intraepithelial lesion or malignancy. On (B)(6) 2017, pathology report revealed esophagogastroduodenoscopy, gastroesophageal reflux disease without esophagitis. On (B)(6) 2017, pathology report revealed pelvic and perineal pain secondary diagnoses: dysmenorrhea, unspecified, intramural leiomyoma of uterus, inflammatory disease of cervix uteri essential (primary) hypertension hyperlipidemia, unspecified gastroesophageal reflux disease without anxiety disorder, unspecified post-traumatic stress disorder, unspecified major depressive disorder, single episode personal history of traumatic brain injury. On (B)(6) 2017, pathology report, normal uterus, tubes, and ovaries. Normal vagina and cervix. Specimens removed: uterus, cervix, and tubes. On (B)(6) 2017, pathology report revealed pelvic pain, dysmenorrhea, prior essure. Microscopic diagnosis included uterus with attached, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix, negative for dysplasia, mild/moderate chronic cervicitis, minimal acute inflammatory activity. Approximate weight at the time of essure placement (B)(6) lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: confirming pelvic pain, dysmenorrhoea and migraine headache." Most recent follow-up information incorporated above includes: on 15-feb-2018: this case is medically confirmed. Reporter information was updated. This case concerns (B)(6) year old patient. Her demographics were updated. Her historical medication/condition, family history and concurrent were added. Lab data was added. Essure lot number was added. Her concomitant medication was added. Treatment medication was added. Events: mood swings, migraines/headaches, dysmenorrhea (cramping), pain, vaginal discharge and fatigue was added. Pain is infrequent after 8 weeks post removal of essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.